Event description:
It was reported that a patient underwent a lower face lift on (B)(6) 2015 and suture was used. During skin closure, the suture broke after the 6th or 7th pass through the tissue in a running stitch. It was reported that while running the suture through a gloved finger, a defect or bump was felt in the suture and that was the location at which the suture broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.